Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tmvr procedure with a 29mm sapien 3 ultra resilia in native mitral position (off-label). Approx. 1 year 8 months later, the patient presented with stenosis and underwent a valve in valve with a 29mm s3ur inside the initial 29mm s3ur valve. The patient was doing well. Patient was on dialysis and the physician believes this is the reason the valve failed early.

Manufacturer narrative:
The edwards sapien 3 ultra resilia transcatheter heart valve is indicated for use in the native aortic position, mitral valve in valve position, or mitral valve in ring position. Deployment of the sapien 3 ultra resilia valve in the native mitral position is not indicated per the labeling. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was unable to be confirmed based on unavailability of medical records. Available information suggests patient factors (hemodialysis) likely contributed to the event as the patient was on dialysis, as reported. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.